Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the event occurred is unknown. The serial number of the device is unknown; hence the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she received unspecified "different" readings from her adc blood glucose meter, noting it was "saying one thing and giving another thing." Customer self-presented to her healthcare provider and noted that due to the "different" readings she was given metformin and also had her insulin dosage increased. No further information was provided by the customer as she declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.